Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was no longer inflating. The pump and cylinder components were explanted and replaced. The reservoir component was left implanted in the patient. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.